Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the phasix st mesh may have caused or contributed to the patient's recurrence. Recurrence is a known inherent risk of hernia repair surgery. Regarding hernia recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, phasix st mesh must be large enough to provide sufficient overlap beyond the margins of the repair/primary closure. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that a patient participating in a phasix st clinical study (B)(6) experienced a hernia recurrence. On (B)(6) 2017 - the patient underwent robotic assisted umbilical hernia repair and was implanted with a bard phasix st mesh. Postoperatively the patient developed a seroma, which resolved without intervention. On (B)(6) 2018 - the patient was diagnosed with a hernia recurrence. The recurrence was assessed by the clinician as mild in severity, possibly related to the study device and not related to the procedure. At this time, no intervention is required.